Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite needle-free valve had flow issues. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2025, the nurse inserted an intravenous needle in the child, connected the infusion connector and the static infusion set, and found that the infusion connector pipeline was not smooth. She immediately stopped using it and replaced it with a new infusion connector.